Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.

Manufacturer narrative:
No evaluation conducted to date as no product has been returned.

Event description:
It was reported that the helalicoil broke during insertion into the bone and it felt like it was stuck.

Manufacturer narrative:
One 5.5 mm pk sa healicoil anchor was returned for evaluation. Visual assessment of the device confirmed its breakage. The threads of the anchor have broken off and were not returned. The surface area of the anchor where the threads have broken off is heavily burnished. Dimensional assessment is prohibitive due to the condition of the anchor. Dimensional assessment of the inserter tip confirmed it met print specification. A review of the complaint database confirmed this incident to be isolated in nature. No additional actions are warranted at this time.